Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as a black stripe was most probably displayed on the egm during the real-time test performed on 16 january 2024. In addition, a freeze of the programmer was observed on the same day. - the reported black stripe most probably resulted from a poor management of the programmer module during the real-time test. The observed freeze resulted from a software malfunction during the paceart export. - it should be noted that normal functioning was restored at the next interrogation. - this case is recorded for trending purposes.

Event description:
Reportedly, during a follow-up interrogation on a programmer under smartview 3.14 version, a threshold test was performed and a black bar appeared on the egm, which prevented correct visualization of the results. In addition, the programmer froze on the same day and the battery was therefore removed to restore normal functioning.

Event description:
Reportedly, during a follow-up interrogation on a programmer under smartview 3.14 version, a threshold test was performed and a black bar appeared on the egm, which prevented correct visualization of the results. In addition, the programmer froze on the same day and the battery was therefore removed to restore normal functioning.